Manufacturer narrative:
(B)(4). The device was received with the electrode broken off but returned with the instrument and the ceramic cracked with sections are still bonded to the lower jaw. Because of the electrode broken off we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod.

Event description:
It was reported that during a lap assisted hemicolectomy procedure, the device was being used to transect thickened tissue and was being cleaned frequently due to tissue build up in the jaws. About 2 hours into the case the surgeon noticed the blade was ' jumping' when it was advanced, then it would glide smoothly to the end. It was activated a few more times, then passed to the scrub nurse. The nurse looked at the jaws and saw the offset electrode poking out between the two jaws. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3-27-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.